Manufacturer narrative:
The reported field event of lead connection issue was not confirmed in the lab. Final analysis found upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician was unable to engage the set screw in the header of the implantable cardioverter defibrillator. Multiple hex wrenches were attempted. The device was removed and replaced. The patient was in stable condition.